Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the head of the screw broke. X-rays were received that showed the shaft of the screw was implanted; however, the head of the screw was not present in the x-ray. It was reported the surgery was able to be completed by inserting the remaining screws into the clavicle plate. Per information received, the broken head of the screw was not available for evaluation.